Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 24936, was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd showed esophagitis, ph showed demeester score of 52 on 40mg ppi bid, ems was normal. Where dilations performed? Yes. How many dilations did the patient go through? One (patient was not willing to have additional dilations). What are the dates of the dilations? (B)(6) 2020. When using the linx sizing device what technique was used to determine the size ( i.e. Pop plus 2 or pop plus 3) ¿the esophageal sizer was placed into the abdomen and passed behind the esophagus. The measurement of size was taken three times; this revealed 12, 12, and 12 as the sizes, and as such, a #15 linx was chosen.¿ did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Refractory h. Pylori despite completing multiple treatment regimens. How severe was the dysphagia/odynophagia before intervention? The severity of dysphasia- no information from the patient, bad enough for them to be removed. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? The patient was adamant about having it removed. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes. What is the product code for the linx device that was removed? Lxmc15. What is the lot number of the linx device? Lot # 24936.

Event description:
It was reported that post-implant of the linx device, the patient experienced dysphagia and was adamant about having the device removed. The device has been explanted.